Event description:
It was reported that the balloon ruptured. The 85% stenosed target lesion was located in the right coronary artery (rca). A 10mmx3.75mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured upon initial inflation at 8 atm. The device was removed from the patient's body using the normal method. The procedure was completed with another of the same device. No complications were reported, and the patient was safe and stable after the procedure.